Manufacturer narrative:
Device was used for treatment, not diagnosis. On initial medwatch, device history record review results reported in error. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for two unknown screws/unknown lots. Date of implant: (b)(60 2015, date unknown. (B)(6). Part number is unknown, but pfna devices are not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part 04.027.263s, lot 2624845: manufacturing site: (B)(4). Manufacturing date: 22july2010. Expiry date: 01july2020. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: removal of proximal femoral nail anti-rotation (pfna) nail and excision arthroplasty performed on (B)(6) 2015. Patient had primary surgery in (B)(6) 2015. The initial surgery was for subtrochanteric fracture of the left femur, following patient fall. Reason for revision: patient developed an infection and a non-union, and the blade of pfna construct cut out of the femoral head. The metal implants were removed and the excision arthroplasty was performed. Two unknown screws also revised. This report is for two unknown screws. This is report 3 of 3 for (B)(4).